Event description:
The customer reported that while monitoring telemetry patients on a xhibit central station three telemetry patients dropped offline. There was no patient or user harm associated with this event.

Manufacturer narrative:
A spacelabs healthcare product support specialist (pss) reviewed the logs of the xtr. It was determined that the xhibit telemetry receiver (xtr) had performed a self-reset however cause of the reset was not determined. The customer stated that issue has not reoccurred. Cause of failure could not be determined.